Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the catheter distal shaft was kinked on its proximal section just at strain relief distal end. The catheter was found to be separated as well. No other anomalies were noted. Functional testing could not be performed due to the damaged condition of the returned catheter. It is possible that the catheter was kinked first and then fractured due to excessive lifting force applied to the hub/strain relief during removal from its packaging. Therefore based on all of the information available, the catheter broke outside the patient due to handling. Further review of the reported event indicated that the reported catheter break occurred outside the patient during preparation for the procedure and procedure was completed using a new catheter. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question

Event description:
It was reported that the catheter shaft was found to be broken when the package was opened during preparation for the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the catheter shaft was found to be broken when the package was opened during preparation for the procedure. There were no reported clinical consequences to the patient.